Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number for this failure mode is within acceptable limits. The sra was reviewed and indicates the risk is low for exposure to toxic or corrosive material. The issue was resolved by tightening the oil filter screw to the oil filter. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil filter screw was tightened to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 03/17/2016.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and make sure the area was ventilated. An asp field service engineer was dispatched to assess the unit onsite. There was no affected load involved in this event. This event is being reported as a malfunction report subsequent to a serious injury.